Manufacturer narrative:
Evaluation was not performed; the device was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reported that the tip was damaged by surgeon, post operative. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.